Event description:
According to the information received, this valve was explanted due to stenosis. It was replaced with sjm 21afhpj-505. According to the pathology report, there were "separate irregular fragments of fibrous and focally calcified tissue" submitted with the valve, and there was no vegetation. Additional information has been requested.